Event description:
During the reaming process of an acl reconstruction and arthroscopy, the flexible reamer (stryker flexible reamer 4.5 mm) broke while in patient's knee cavity. All reamer parts were completely removed from patient without any evidence of injury.